Manufacturer narrative:
This is follow-up#1 MDR report being submitted for this complaint. (B)(4).

Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. Patient initials: (B)(6). UDI: unknown part number, all three attempts to obtain product was unsuccessful, UDI is unavailable. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown.

Event description:
As reported by a health care professional, the patient underwent stenting procedure using enterprise stent 4.5 mm x 22 mm (lot unknown) on (B)(6) 2007 without any complications. The procedure was treatment of aneurysm at the left opthal-internal carotid artery. The target aneurysm was reported to be unruptured, bilobed and had max dimension of 9mm, neck 4.5mm. It was reported that there was a very tight curve just proximal to the deployment site; the distal and proximal diameter of the parent artery were reported to be 3.8mm and 3.3 mm respectively. Patient did not have any neurological symptoms prior to the index procedure. Spasm of the internal carotid artery was reported intra-operatively necessitating a total of 300 micrograms of nitroglycerine. The patient received 5000 units of heparin during the study with a resulting activated clotting time of 562, patient was maintained on a heparin drip 6 hours post procedure. The enterprise stent fully expanded upon deployment and apposing the vessel wall; none of coils were seen protruding into the parent vessel. After the event the stent demonstrated to be patent and the patient returned to baseline. The patient had routine follow up exams performed, cerebral angiogram (ca) and magnetic resonance imaging/angiogram (MRI/mra). On (B)(6) 2012 the patient presented with a transient ischemic attack. Computed tomography (CT) scans on (B)(6) 2012 showed stable coil mass. On (B)(6) 2012 electroencephalogram showed epileptic form activity; MRI/mra showed evidence of remote right posterior cerebral artery distribution infarct and remote right basal ganglia lacunar infarct; CT and MRI showing left sided cortical subarachnoid hemorrhage. The patient outcome is unknown, reported to be living. It was reported that there were no additional medical interventions or medications required. The product is not available for analysis.